Event description:
The contact stated that the surgeon attempted to implant a aq2010v 3 piece silicone lens. The lens haptic tore prior to insertion into the eye. No pt contact. It was unknown what caused the lens haptic to tear. The contact was unable to provide the injector model and lt number. The cartridge model that was used was a aq carrtridge fp and the lt number 1198529.